Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: 6276-1-121; 21mm mod rev hip bdy/blt +10mmcomponent level 9006-1-121; 24551153 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported that the patient had a right hip revision due to the shell spinning out of acetabulum, likely due to periprosthetic fracture. Stem was also found to be loose. The entire construct was revised to stryker femoral and competitor acetabular implants. There are no allegations against the revised head and liner. No further information available due to hospital policy.